Event description:
The customer reported that since admission , a 2 day old 32 week infant had been receiving 10% glucose at a rate of 3.8 ml/hour from a 500ml bag, however after 48 hours they noticed that there was only approximately 50-100mls left in the bag. The report suggests that during the infusion they had to use 3 different pumps as they experienced alarms for "check disc", "air-in-line" and "fix me". The information provided also suggests that the infant's hourly fluid chart record did not show any anomaly. The report suggests that the infant's blood glucose was over 33 mmols (594 mg/dl). A laboratory blood test was performed which recorded a blood glucose level of 102 mmols (1836 mg/dl). At present, the patient does not appear to have any injury as a result of this incident. However they do not know what the long term damage might be and will have to wait a couple of years to assess. The information received indicates that insulin was administered.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer by the manufacturer. The device has been received. A follow up report will be submitted with failure investigation results once the evaluation has been completed.